Manufacturer narrative:
(B)(4). Batch # n56v4f. Device evaluation: the analysis results found that the cdh33a device arrived with the anvil removed and with no staples present. The breakaway washer was present and uncut, indicating that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. No functional test could be performed, as the rotating knob was not allowing the device to open or close. The device was disassembled to verify the condition of the internal components and the adjusting rod was noted to be damaged not allowing the device to work as intended. The damage to the rotating knob may have been due to an excess force applied while trying to close or open the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date received by manufacturer: 12/07/2017.

Manufacturer narrative:
(B)(4). Batch # n56v4f. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot. Additional information was requested and the following was obtained: can you please clarify, as you have stated "the patient is stable and in hospital now." Whether the patient remained in the hospital after the procedure as a result of the device issue? No, now the patient left from the hospital.

Event description:
It was reported that during the endoscopic rectal surgery, after fired, waited a moment, found the staple legs became straight. The patient was bleeding. Suture was used to stop bleeding and sew the wound. The patient is stable and in hospital now. There were no patient consequences reported.